Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for eval. The caller reported that the speaker was swapped out with no change so believes the fault is associated to the main pcb but cannot confirm. The mfg facility previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.